Event description:
The clinician reports the implant was inserted (B)(6)2021 in ada 23. Details of surgery: immediate extraction site. On (B)(6)2023, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, swelling, bleeding and increased sensitivity. No further patient complications were reported.